Event description:
It was observed that during the device evaluation, the subject device exhibited a foreign object inside the nozzle and a burnt forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the user conducted reprocessing in accordance with instructions for use (IFU) or not was unknown from the provided information, olympus could not specify the cause of the foreign material remained in the device. Additionally, the investigation found the burn forceps elevator was due to the endo therapy accessory melted and adhered to forceps elevator during a procedure. The root causes of the reported malfunctions could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event is detectable/preventable by handling the device in accordance with the following instructions for use. IFU states the detection method in jf type 260v, tjf type 260v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in jf type 260v, tjf type 260v reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.